Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2023-04325, 2017865-2023-04328. It was reported that the patient presented with infection and vegetation. The physician explanted the active system ¿ pacemaker and right ventricular lead ¿ and the older inactive right atrial lead. There were no consequences to the patient.